Event description:
The manufacturer received information a user of an unknown device alleges the device caused two heart attacks, loss of eyesight in both eyes, and clogged arteries. The patient reports they believed they were sick due to their property and moved out of their home, but it was due to their device. This occurred multiple times from 2015 until 2021. The patient refused to provide further information. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.